Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized due to dka (diabetic ketoacidosis). The patient's blood glucose levels were not provided. It is unknown how the patient was treated or when they were released. Additional information was solicited, but unavailable.